Event description:
On (B)(6) 2012, the layuser/ patient contacted lifescan alleging inaccurate readings of "41, 168 and 138mg/dl" on her onetouch ping meter vs the same meter, performed within 20 minutes or less. Based on statistical methodology the calculated difference of these glucose results exceeds lfs' criteria for precision. This complaint is being reported because the reported issue remained unresolved with troubleshooting. There is no indication that the product cause or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.